Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 24 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.